Event description:
It was reported that, during preventive maintenance, compressor on a 980 ventilator went into an inoperable state when it was disconnected from alternate current (ac) power. The ventilator was not in use on a patient at the time of the reported event.